Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation and pericardial effusion occurred. The chronic total occlusion (cto) target lesion was located in the mid proximal right coronary artery (rca). A crossboss catheter was selected for use. During procedure, the crossboss was positioned in the patent ductus arteriosus (pda), however the device came back. When the device was re-advanced, it went into a small right ventricular (rv) branch and subsequently perforated the vessel. The rca was then closed proximately to stop the bleeding because the patient had a pericardial effusion; and proceeded by doing a pericardiocentesis. No further patient complications were reported and patient was stable.